Manufacturer narrative:
Section d4: correction. Section h4: additional information. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these findings, as well as a direct correlation to heartmate 3 modular cable, lot number 167931, could not be conclusively determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2020, through (B)(6) 2020. Driveline power faults became active on (B)(6) 2020, at 10:04:41 and continued to remain active for the remainder of the log file, associated with pwr_b_broken and ocp_b_open controller fault flags. Driveline power faults were also captured in the submitted controller periodic log file. No other atypical alarms or events were captured. The account communicated that the patient¿s modular cable was exchanged out of caution related to the driveline power faults observed within the submitted log files. The account indicated that the customer would be returning the replaced modular cable; however, as of the date of this report the modular cable has not been returned. This file will be closed accordingly. The heartmate 3 lvas IFU and patient handbook describe all alarm conditions, including the driveline power fault alarm, as well as the appropriate actions associated with them. Additionally, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report numbers: 2916596-2020-02855 and 2916596-2020-02768. It was reported that persistent pulsatility index (pi) events were captured leading up to an event where the driveline was disconnected. The driveline was reconnected and showed a driveline power fault. The modular cable was replaced out of caution related to the driveline power fault.